Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported mitral valve injury appears to be related to procedural conditions; however, this cannot be confirmed. The reported increased mr was likely the result of tissue damage. Although, a conclusive cause for the reported events and the relationship to the device, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other mitraclip device referenced is filed under a separate medwatch report.

Event description:
This event is filed for tissue damage and increased mitral regurgitation. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Three clips were implanted without issue. A fourth clip delivery system (cds) was advanced. An attempt was made to grasp the leaflets; however, one gripper seemed to be blocked and would not go up or down. The other gripper was moving appropriately. The cds was removed and was examined out of the patient anatomy. It was noted that the gripper was blocked and when it was touched by the tech's finger, the gripper arms were able to move together. An additional cds was used without issue. A total of four clips were implanted; however, the mr increased from pre-procedure grade of 3 to post-procedure grade of 4. It was noted that two clefts were created after the clips were implanted; one in the anterior leaflet and one in the posterior leaflet. Per physician, the clefts are the cause of the mr increase to 4 post procedure. No additional information was provided.